Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with battery issues on a cardiosave , customer reported the pump would not charge even though it was plugged in. Customer already switched outlets multiple times and verified the pump was in hybrid mode. Customer swapped out unit successfully. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
The g3 date in the initial emdr was incorrect. The correct date is 05/13/2023. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.